Event description:
At midnight, the start of thursday, may 7, 1992, the stryker surgical adult frame leg exerciser was placed upon the patient's left leg. The patient was observed during nursing rounds at 1:00 a.m. With nothing abnormal noticed. At 2:00 a.m. (During nursing rounds) the patient was found with her foot and ankle between the stable part of the device and the bars and padding which move up and down. The patient was transported to the emergency room and an x-ray of the effected part taken. The incident resulted in a chip fracture of the left metatarsal.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-feb-92. Service provided by: distributor. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.